Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance. The lv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the high pacing impedance event was discovered via merlin.net transmission.